Manufacturer narrative:
This customer returned moog bmc was returned with heat related damage at the j3 connector which was a cosmetic issue that did not cause any functional failures. Root cause for reported issue is undetermined.

Event description:
Customer reported vent inop error code 4021 while on patient. There was no patient harm reported.